Event description:
The customer reported the system is not booting up. No patient injury was reported.

Manufacturer narrative:
The service rep removed and replaced f2 on k 1, removed and replaced single board computer, hard drive fast stop switch and cap on remote controller. Had difficulty loading remote control node plugged monitor directly into table node. It loaded fine. System functioned as intended.